Manufacturer narrative:
Following information reported by the kindred hospital (B)(6). The safety side rail cover (plastic part) was detached from the safety side rail mechanism. There was no patient involvement, no injury nor other medical consequences reported. The safety side rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. These side rails are secured to the steel framework of the bed using side rail assemblies and the side rail cover is secured to the said rail assembly with six screws. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side detachment might be excessive force applied to the safety side. This finding is in line with information provided by the customer as the safety side rail cover was broken off by additional force created by the facility staff (who pulled off the side rail of the bed). Sum up, the side rail was detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. While the incident occurred the bed was not being used. Although no adverse event occurred, the complaint was decided to be reportable based on potential as the safety side rail detached from the citadel plus bed under specific circumstances could pose a risk of the patient fall.

Event description:
Following information reported by the kindred hospital (B)(6). The safety side rail cover (plastic part) was detached from the safety side rail mechanism. There was no patient involvement, no injury nor other medical consequences reported.